Event description:
The customer reported that the monitor "may have fallen".

Manufacturer narrative:
(B)(4): the customer reported that the monitor "may have fallen". Based on the available info, this is not being considered a device malfunction. There was no report that the monitor fell from a mount, or that there was any malfunction of mounting hardware. Neither a fall due to user error nor damage sustained in a drop/fall is not considered as a malfunction. The available info is not sufficient to support that there was any health risk. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.